Event description:
During a shoulder repair the anchor broke. Sales rep indicated the surgeon did pre-drill prior to insertion. The broken portion of the anchor was left embedded in the pt's bone. The surgeon indicated the broken part was below the surface of the bone so it wasn't prominent. To finish the case, to put the fold down, he used the suture. He did not use another anchor or a quick t. Repair was already complete, he did not need to put any more anchors in. A delay of less then ten minutes resulted. No pt injury or complications were reported.